Event description:
A us distributor contacted zoll to report that a patient developed a red irritation from sweating. There was no alleged device malfunction contributing to the irritation. Patient's wife, who is a physician, have been applying an ointment. The medical outcome of the rash is unknown.